Manufacturer narrative:
No additional samples or photographs, besides the photographs and samples reviewed under the investigation for the event involving batch 4235522, were provided for investigation. Therefore, the failure mode could not be verified, and the root cause could not be determined. The device history records could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation.

Event description:
No new information.

Manufacturer narrative:
No additional samples or photographs, besides the photographs reviewed under the investigation for the event involving batch 4235522, were provided for investigation. Therefore, the failure mode could not be verified, and the root cause could not be determined. The device history records could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Detailed incident description: the nurse inserted the catheter and when she removed the mandrel, blood came out through the mandrel site. When did the incident occur? During use.